Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this pacemaker called to inform that the pacemaker had been replaced by another company device due to a non specific malfunction. The patient wanted to know what was wrong with the device. It was explained to the patient that the medical doctor will have to request the analysis. The pacemaker has been returned for analysis at this point. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker called to inform that the pacemaker had been replaced by another company device due to a non specific malfunction. The patient wanted to know what was wrong with the device. It was explained to the patient that the medical doctor will have to request the analysis. The pacemaker has been returned for analysis at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. H3 other text : pending approval

Event description:
It was reported that the patient with this pacemaker called to inform that the pacemaker had been replaced by another company device due to a non specific malfunction. The patient wanted to know what was wrong with the device. It was explained to the patient that the medical doctor will have to request the analysis. The pacemaker has been returned for analysis at this point. No additional adverse patient effects were reported.